Event description:
It was reported that the patient presented in-clinic for a left-ventricular (lv) lead revision and previously upon review of remote transmission it was noted that the lv lead exhibited high capture threshold and extra-cardiac stimulation and during the procedure the replacement lv lead had dislodged which was confirmed via fluoroscopy. As a resolution, the new replacement lv lead was not implanted, the old lv lead remained implanted was not replaced, and programming changes were made on (B)(6) 2025. The patient condition was stable.